Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had been experiencing high and low blood glucose levels for several days leading up to the call. Customer stated that four days earlier, he needed a glucagon shot. Customer also reported having a blood glucose level of 40 mg/dl the night before the call. The insulin pump was not replaced or returned for analysis.